Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all the conductors were stretched, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all the conductors were stretched, the inner insulation was pulled apart due to overstress, the outer insulation had a cosmetic depression and there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable pulse generator (ipg) and two leads were returned from an unknown crematory with no further information other than the patient name, date of birth and date of death. Information identified in the manufacture's data base indication the patient died approximately two months post the implant of the ipg. Information identified through follow up revealed the patient had normal pacemaker function one month prior to the day of death. Cause of death has been requested and not received.